Manufacturer narrative:
D10: 320-01-38 - eq reverse 38mm glenosphere: (B)(6). 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-38-00 - 38+0mm humeral liner: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 71 yo male patient, who had a left rtsa, underwent a revision procedure. The reported information indicated the patient had a successful shoulder replacement; however, the stem has since loosened resulting in a dislocation. Additional information from the clinical study notes the patient's dog jumpled on him and he felt a sudden onset of pain. X-ray images showed dislocation and movement of the humeral component. As such, a single stage revision was undertaken, so that the stem could be cemented. They were revised to a rtsa, with a cemented stem for rotational stability and an increase in liner size to 38+2.5mm for increased lengthening. The implants were removed and replaced with no issues. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No further information. This is 1 of 2 reports for this event.